Manufacturer narrative:
This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal swab. Confirmation testing was performed., however the customer refused to provide the result. The customer stated the patient [had previously tested positive in april using the ID now covid-19 assay] so this result can not be accurate. No additional patient information, including treatment and outcome, was provided.